Event description:
It was reported that the fiber damaged at its first use. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the connector had an internal fracture. Microscope inspection found that no light was exiting the connector face and no aim beam exiting the fiber tip, indicative of an internal fracture within the connector. Burn marks were also found. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.